Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2366-70 serial #: (B)(4) description: linear 3-6 lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection after picking out the leads in the back. The patient underwent a revision procedure wherein the ipg and leads were replaced.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient had an infection after picking out the leads in the back. The patient underwent a revision procedure wherein the ipg and leads were replaced.